Event description:
Per the clinic, the patient experienced no benefit with the device due to a non-use and needing mris for other conditions. Subsequently, the device was explanted on (B)(6) 2026 and there is no plan to reimplant the patient with another cochlear device as of this date of report.

Event description:
Correction: the date of explant is (B)(6) 2026, not (B)(6) 2026 as previously reported in initial MDR "[6000034-2026-01782]" submitted on may 19, 2026.